Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose (bg) level was 298 (mg/dl). The customer stated manual injection would be administered to address bg level. Reportedly the customer would use manual injections as alternate insulin therapy.